Manufacturer narrative:
This report is filed february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016, the patient underwent revision surgery to excise the excess skin. During the same procedure, a longer abutment was placed. The implanted device remains.